Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a perilymph gusher during implant surgery. The gusher was successfully repaired.

Manufacturer narrative:
The perilymph gusher that occurred during implant surgery was reportedly not device related. This is the final report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. The recipient remains implanted. This is the final report,